Event description:
The red clamp broke when the nurse finished the dialysis. They replaced the clamp with a new one.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been providing by the complainant.